Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
The customer reported: "for the second time, no coincidence, I had no grib in the most distal and most important screw hole of the dorsal lateral humerus plate with an locking screw. I paid close attention to the direction and even tried a shorter screw."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned (still implanted) for evaluation and no other evidence was provided despite multiple attempts. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported: "for the second time, no coincidence, I had no grib in the most distal and most important screw hole of the dorsal lateral humerus plate with an locking screw. I paid close attention to the direction and even tried a shorter screw."